Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("have lower back pain/ back pain"), abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced menorrhagia ("massive periods since the implant"), implant site pain ("have really bad pains in the area the implant is at") and polymenorrhoea ("have two to three periods a month now"). The patient was treated with surgery (underwent partial hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and dyspareunia outcome was unknown and the menorrhagia, implant site pain, polymenorrhoea and back pain had not resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for implant site pain, menorrhagia and polymenorrhoea with essure. The reporter commented: she had hysterosalpingogram three months after essure implant. It was reported that she sought treatment with her medical provider. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were in proper place. Quality-safety evaluation of ptc: final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: lawyer added from legal claim. Laboratory data added, suspect drug indication permanent birth control, start date as (B)(6) 2011), events pelvic pain, cramping, heavy bleeding, pain during intercourse and updated event have lower back pain/ back pain (previously reported as have lower back pain), reported causality related (previously reported as not reported) and onset date as 2011 (previously not reported). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation,"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("have lower back pain/ back pain"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("cramping"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and migraine ("migraines"). In 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("massive periods since the implant"), implant site pain ("have really bad pains in the area the implant is at"), polymenorrhoea ("have two to three periods a month now"), headache ("headaches"), dysgeusia ("metal taste in mouth") and abdominal pain ("abdominal pain on both sides"). The patient was treated with surgery (partial hysterectomy), surgery (underwent partial hysterectomy), surgery (ablation on (B)(6) 2016) and surgery (ablation on (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, dyspareunia and abdominal pain lower outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, back pain, fatigue, tooth disorder, migraine, dysmenorrhoea, headache, allergy to metals, dysgeusia and abdominal pain was resolving and the implant site pain and polymenorrhoea had not resolved. The reporter provided no causality assessment for implant site pain, menorrhagia, polymenorrhoea and uterine perforation with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had hysterosalpingogram three months after essure implant. It was reported that she sought treatment with her medical provider. All symptoms are much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were in proper place . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Described uterine perforation. Quality-safety evaluation of ptc: final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs was received: reporter,patient demographic and events (allergic or hypersensitivity reaction, type: nickel; dental problems; dysmenorrhea (cramping); fatigue, migraines/headaches, abnormal bleeding (vaginal, menorrhagia); and metal taste in mouth) were added. Event outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055924) on 22-oct-2015. The most recent information was received on 03-dec-2018. Quality-safety evaluation of ptc: final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation,"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2011, hysterosalpingogram revealed essure micro inserts are in expected location with no evidence of contrast flow beyond the proximal markers. Normal configuration of uterus with no intrauterine masses or filling defects. Hysterosalpingogram -total bilateral occlusion. Concomitant products included iron since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("have lower back pain/ back pain"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("cramping"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type - cannot wear jewellery"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and migraine ("migraines"). In 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("massive periods since the implant"), implant site pain ("have really bad pains in the area the implant is at"), polymenorrhoea ("have two to three periods a month now"), headache ("headaches"), dysgeusia ("metal taste in mouth") and abdominal pain ("abdominal pain on both sides"). The patient was treated with surgery ((B)(6) 2016- hysterectomy with bilateral salpingectomy - partial hysterectomy and ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, implant site pain, polymenorrhoea, back pain, dyspareunia, fatigue, tooth disorder, dysmenorrhoea, headache, allergy to metals, abdominal pain and abdominal pain lower was resolving and the migraine and dysgeusia had resolved. The reporter provided no causality assessment for implant site pain, menorrhagia, polymenorrhoea and uterine perforation with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had hysterosalpingogram three months after essure implant. It was reported that she sought treatment with her medical provider. All symptoms are much better. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Described uterine perforation. Quality-safety evaluation of ptc: final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received: event outcome recovering / resolving to recovered / resolved added for event metal taste in mouth and migraines. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5055924) on 22-oct-2015. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation,"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("have lower back pain/ back pain"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("cramping"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In (b(6) 2012, the patient experienced fatigue ("fatigue") and migraine ("migraines"). In 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("massive periods since the implant"), implant site pain ("have really bad pains in the area the implant is at"), polymenorrhoea ("have two to three periods a month now"), headache ("headaches"), dysgeusia ("metal taste in mouth") and abdominal pain ("abdominal pain on both sides"). The patient was treated with surgery (B)(6) 2016- hysterectomy with bilateral salpingectomy - partial hysterectomy) and surgery (ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, implant site pain, polymenorrhoea, back pain, dyspareunia, fatigue, tooth disorder, migraine, dysmenorrhoea, headache, allergy to metals, dysgeusia, abdominal pain and abdominal pain lower was resolving. The reporter provided no causality assessment for implant site pain, menorrhagia, polymenorrhoea and uterine perforation with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had hysterosalpingogram three months after essure implant. It was reported that she sought treatment with her medical provider. All symptoms are much better. Diagnostic results: on (B)(6) 2011, hysterosalpingogram revealed essure micro inserts are in expected location with no evidence of contrast flow beyond the proximal markers. Normal configuration of uterus with no intrauterine masses or filling defects. Hysterosalpingogram -total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Described uterine perforation. Quality-safety evaluation of ptc: final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 27-aug-2018: pfs received. New reporters and reporter information added. Product explanted date updated. Events outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.